Event description:
Customer reported issues with the insulin pump. Customer states that the blood glucose reading is 258 mg/dl. Nothing further reported.

Manufacturer narrative:
Reliability analysis inspected two opened/used enlite sensors and performed testing. The sensors failed for low readings, and one sensor failed per specification with no isig readings detected. Unable to confirm the adhesive anomaly due to the sensor being returned opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.